Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023. H6: investigation summary customer returned (1) syringe 1.0ml x 31g x 6mm in an open blister pack. The returned syringe were visually examined and observed no issues. The syringe was inspected via gauge to ensure correct placement of the graduation markings and observed the return samples found to be within permitted specifications. Hence, the alleged issue could not be confirmed based on the samples return for investigation. A review of the device history record was completed for batch# 2059498. All inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause could not be determined because the issue could not be confirmed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced scale marking missing. The following information was provided by the initial reporter, translated from cantonese to english: the customer complained that the distance between the first gradation and the orange part was found different from other insulin syringes.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced scale marking missing. The following information was provided by the initial reporter, translated from cantonese to english: the customer complained that the distance between the first gradation and the orange part was found different from other insulin syringes.